Event description:
A bipap a40 device was returned to a third-party service center for service with no initial alleged complaint. During the evaluation of the device, the service technician observed a ventilator inoperative error e206 (pic processor or associated circuitry failure). Due to the error, the main printed circuit assembly (pca) was replaced to resolve the issue. Additionally, scheduled maintenance was done to replace the blower and outlet flow path. The unit was checked overall, cleaned and functionally tested.